Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley catheter did not drain urine. The patient received an epidural prior to the catheter's placement. The urinary catheter was placed without difficulty, but no urine was obtained upon insertion. The complainant noted that the catheter was secured by a statlock. The staff assessed and made sure that the tubing was not twisted and also repositioned the patient, tugged lightly on the catheter, and removed the catheter from statlock. The doctor was notified that no urine was obtained. The complainant reported that a bladder scan was obtained, which noted 350+ ml of urine in the bladder. The patient allegedly felt rectal pressure and the rn suspected possible occlusion due to fetal head. The doctor was notified of the bladder scan findings and patient pressure, so a vaginal exam was requested. The catheter was not palpable during the vaginal exam. The catheter was readjusted after pericare and the balloon was deflated to advance the catheter. No urine was returned. Catheter was removed and a new urinary catheter inserted after pericare. Clear yellow urine was obtained immediately after replacement.

Event description:
It was reported that the foley catheter did not drain urine. The patient received an epidural prior to the catheter's placement. The urinary catheter was placed without difficulty, but no urine was obtained upon insertion. The complainant noted that the catheter was secured by a statlock. The staff assessed and made sure that the tubing was not twisted and also repositioned the patient, tugged lightly on the catheter, and removed the catheter from statlock. The doctor was notified that no urine was obtained. The complainant reported that a bladder scan was obtained, which noted 350+ ml of urine in the bladder. The patient allegedly felt rectal pressure and the rn suspected possible occlusion due to fetal head. The doctor was notified of the bladder scan findings and patient pressure, so a vaginal exam was requested. The catheter was not palpable during the vaginal exam. The catheter was readjusted after pericare and the balloon was deflated to advance the catheter. No urine was returned. Catheter was removed and a new urinary catheter inserted after pericare. Clear yellow urine was obtained immediately after replacement.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use."

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." The device was not returned.

Event description:
It was reported that the foley catheter did not drain urine. The patient received an epidural prior to the catheter's placement. The urinary catheter was placed without difficulty, but no urine was obtained upon insertion. The complainant noted that the catheter was secured by a statlock. The staff assessed and made sure that the tubing was not twisted and also repositioned the patient, tugged lightly on the catheter, and removed the catheter from statlock. The doctor was notified that no urine was obtained. The complainant reported that a bladder scan was obtained, which noted 350+ ml of urine in the bladder. The patient allegedly felt rectal pressure and the rn suspected possible occlusion due to fetal head. The doctor was notified of the bladder scan findings and patient pressure, so a vaginal exam was requested. The catheter was not palpable during the vaginal exam. The catheter was readjusted after pericare and the balloon was deflated to advance the catheter. No urine was returned. Catheter was removed and a new urinary catheter inserted after pericare. Clear yellow urine was obtained immediately after replacement.